Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 302 mg/dl while using an inset 32" 6 mm infusion set; the user noted a gradual rise, delayed a supply change, and then performed the change about an hour before contacting support, after which glucose began to decline. Investigation included customer interview and review of device-reported logs. Further investigation of this case revealed that blood glucose normalized after the supply change and continued use. Symptoms included elevated blood glucose with clinical symptoms of confusion/disorientation. Outcomes included self-management at home without medical intervention or alarms. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with no device malfunction identified and that troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.